Event description:
It was reported that balloon inflation issue occurred. The target lesion was located in the right coronary artery (rca). A 4.5mmx8mm nc quantum apex balloon catheter was selected to dilate the lesion. The balloon was inflated once to 16 atms and once to 20 atms. During the procedure, the physician noted that the balloon appeared to be "much longer" than the marker band and the balloon overhung. The physician continued the procedure by deflating the balloon. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).